Event description:
It was reported that the customer's insulin pump went into threshold suspend when she was not using the sensor. Her blood glucose level was not reported. The customer called the paramedics due to a low blood glucose level. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-91257 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.